Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2022-06392, 3006705815-2022-18248, and 3006705815-2022-18250. It was reported the patient had experienced a traumatic event that resulted in the migration of the leads. Surgical intervention occurred in which the patient's leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.